Event description:
It was reported that during equipment testing conducted by a manufacturer field service that the device trigger would stick and the device would continue to run unintentionally. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service that the device trigger would stick and the device would continue to run unintentionally. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.